Event description:
Medtronic received information that 15 years and 1 month post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with a device of a different manufacturer. The reason for the replacement was reported as severe mitral regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed that the valve appeared slightly distorted, oval shaped with the stent posts slightly deflected. Visual inspection showed evidence of cauterization along the sewing ring. All leaflets were in the closed position with the free margin and lunula of the left cusp, adjacent to the point of coaptation, on the same plane as the coaptive ridge of the right cusp. All leaflets were slightly stiff but flexible. A small abrasion in the left cusp adjacent to the coaptive ridge appeared to be associated with contact with the bias wear along the outflow rail of the non-coronary left stent post. The left cusp appeared prolapsed adjacent to the left right inferior coaptive area due to the dehiscence in the left right commissure. The non-coronary left commissure appeared intact. The left right commissure was dehisced, possibly related to separation of layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post appeared intact. The right non-coronary commissure appeared partially detached along the outflow rail but not fully dehisced. This appeared to be associated with the dehisced left right commissure. Tissue along the outflow rail of the non-coronary and left cusps adjacent to the non-coronary left commissure appeared detached. This appears to be associated with the dehisced left right commissure. Two sutures holding the aortic wall to the stent post appeared intact. The remaining sutures were not visible which may indicate the sutures were intact. No evidence of host tissue that may have contributed to the separation of tissue. Remnants of glistening off white pannus were noted along the sewing ring on the inflow. A remnant of pannus extended over the inflow margin of attachment and 1 to 2 mm onto the inflow of the left cusp adjacent to the left right inferior coaptive area showing evidence of a reduced inflow orifice area. Remnants of glistening off white pannus were noted along the sewing ring on the inflow. Remnants of pannus remained attached to the top and back of all stent posts. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed evidence trace mineralization on the free margins of the right and non-coronary and non-coronary left cusps adjacent to the right non-coronary and non-coronary left commissures. The trace mineralization does not appear to have contributed to the commissure dehiscence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.